Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported issue was that the device had failed patient side occlusion test flow block error was identified during the customer call. The tech support guided customer to connect pcu to asm software manually as per tech support recommendations. Issue resolved successfully and device functioning normally. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 failed patient side occlusion test flow block error. There was no patient involvement.